Manufacturer narrative:
(B)(4). Device passed the displacement test and self test. No missing segments or partial display noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had partial display. The customer's blood glucose value was unknown. Customer states during self test no missing segments. Customer also reports it happened during normal use. The insulin pump will be returned for analysis.